Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor (icm) data deleted inappropriately. No changes were made and there were no consequences to the patient